Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage(kitchen). Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for high blood glucose results. Customer is concerned with results obtained of 166mg/dl. The expected fasting blood glucose test result range is 95-110mg/dl. Customer did report symptoms of blurry vision. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. During the call on a blood test was performed fasting by the customer and produced test results of 166mg/dl using true metrix meter. The product is not stored by customer according to specification in the kitchen. The test strip lot manufacturer's expiration date is 08/15/2019 and open vial date is (B)(6) 2018. The meter memory was not reviewed for previous test result history. Customer could not pull up the readings.